Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had not been on the pump for over a year and a half. Customer stated that a temp basal was not programmed before the alarm occurred. Customer was assisted in performing a self test and the pump passed. It was found that the customer had an unexpected restart, external ram error, and a displayable history check failed on startup in the alarm history. Customer's blood glucose was 423 mg/dl. Customer is currently on shots that she received from the hospital. Customer stated that the pump was stored with a dead battery for an extended period of time. Customer stated that the pump was not in the (B)(6) language. Customer stated that the alarm did not occur during normal use. It was explained that this is normal pump behavior. Customer confirmed that the battery was the same battery used on thursday when she tried to program the pump.